Manufacturer narrative:
(Patient age unknown; however over 18 years, gender and weight are unknown). (B)(4) (would not close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device did not present any visible defects at distal section. Functionally, when the handle was actuated, the jaws opened and closed out of specification. The handle was disassembled which identified improperly attached wires. Additionally, the hypotube inside the handle did not present any marks indicating that the tensioning operation was not performed properly during the manufacturing process. The condition of the returned incident device was consistent with the complaint that the device would not close. The device evaluation determined that the tensioning operation was not properly performed at manufacturing. Therefore, the most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, the physician used the forceps one time during the procedure with no issue. During the second attempt to take a biopsy, the forceps were unable to close. The device was removed from the scope and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, the physician used the forceps one time during the procedure with no issue. During the second attempt to take a biopsy, the forceps were unable to close. The device was removed from the scope and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.